Event description:
It was reported to philips that the wireless footswitch scopy button failed due to a firmware issue on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a firmware reset and adjusted internal connections. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).